Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen during use. The customer had requested the station be checked due to a performance issue. A technical support specialist ran group policy updates and the system file checker and successfully corrected corrupted files. The checker was run once more to confirm that no corrupted files were found. The speed & duplex setting was updated from auto negotiation to 100 megabytes per second half duplex. The medication application was repaired and rebooted. The station was tested, and the customer was notified that the work was completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system froze during use. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.